Event description:
New information notes that on (B)(6) 2020, the lead was capped and replaced due to high ventricular rate episodes that were inappropriate due to ventricular lead noise and inhibition on a dependent patient. The patient was stable before during and after the lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episodes on ventricular lead were observed. Noise was reproducible in clinic. No programming changes were made. Patient has not been scheduled for lead revision. The patient is stable.